Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the lower limb viens. An angiojet solent omni catheter was selected for treatment. However, during the procedure, it was found that the catheter was leaking air and fluid under thrombectomy mode that resulted an insufficient suction of thrombus. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Manufacturer narrative:
D4: lot number: batch/lot number updated from 28855692 to unknown. Device evaluated by MFR.: returned product consisted of the solent omni thrombectomy system. The pump number for the device is 28275302-062. The pump number was reviewed and confirmed to be from finished goods batch 28499554 or 28499553 and not the reported batch number 0028855692. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual and microscopic examination revealed no damages. Functional testing was performed by placing the device in the angiojet ultra console. Functional testing consisted of running the complaint device through the full priming cycle and 90 seconds in thrombectomy. The device ran within normal range without any leaks from the device or any errors/alarms from the console. E1: initial reporter facility name:(B)(6).

Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the lower limb viens. An angiojet solent omni catheter was selected for treatment. However, during the procedure, it was found that the catheter was leaking air and fluid under thrombectomy mode that resulted an insufficient suction of thrombus. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.